Event description:
It was reported that the customer was hospitalized with a blood glucose of 525 mg/dl. It was stated that the customer experienced uncontrollable high blood glucose levels the evening prior to the event, and in the morning he went to the hospital. The customer was feeling nauseous and sick to his stomach. The caller stated that the doctor felt the insulin pump was not working properly. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The doctor later called to report that the customer continues to experience blood glucose levels as high as 700 mg/dl, and feels that the insulin pump is not working. The doctor requests a replacement. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.